Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition and also exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection. Please see the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this dual chamber pacemaker exhibited noise with no oversensing observed on the right atrial (ra) and right ventricular (rv) channels. Impedance measurements during the reported event were stable and within normal range for both leads. Upon further review, it was reported that the ra lead had exhibited an out of range impedance measurement, high threshold and low amplitudes. The rv lead had also exhibited low amplitudes. During the review it was observed these lead issues have been ongoing and as a result, the device has been reprogrammed in the past. Technical services was consulted and offered programming options. The physician has been notified and no device changes have been made at this time. The device system remains in service. No adverse patient effects were reported.

Event description:
It was reported that this dual chamber pacemaker exhibited noise on the right atrial (ra) and right ventricular (rv) channels that was not oversensed by the minute ventilation sensor (mv) feature. Impedance measurements during the reported event were stable and within normal range for both leads. Upon further review, it was reported that the ra lead had exhibited an out of range impedance measurement, high threshold and low amplitudes. The rv lead had also exhibited low amplitudes. During the review it was observed these lead issues have been ongoing and as a result, the device has been reprogrammed in the past. Technical services was consulted and offered programming options. The physician has been notified and no device changes have been made at this time. The device system remains in service. No adverse patient effects were reported.